Event description:
Mother of pt called to express concern that under pads were of poor quality and contents were falling apart. In 2009, mother called stating pt has skin reaction to pads with redness and irritation. Medline was notified of concerns one day prior. The lot number was not legible on most of the inventory we had in stock. Facility, did state that nothing has changed on the specifications of the under pads other than the packaging. We did replace the under pads from facility, with one from another manufacturer. The under pads picked up from the home of the customer has been marked and isolated until they can be returned to the manufacturer.